Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 alarms were turned off at the beside monitor, but there was no indication of switched off spo2 alarms at the central station (x-bell symbol), neither in the patient sector or in the patient window. No patient harm was reported.